Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received the device serial number was provided, therefore the following fields have been updated accordingly. Section d4: serial number: (B)(6), section d4: catalog #: aab0000155. Section d4: unique identifier (UDI#): (B)(4). Section d4: expiration date: 9/13/2023. Section h4: device manufacture date: 9/13/2019. Manufacturing record review: the manufacturing process record was conducted based on the serial number provided. The evaluation results revealed no deviation was found during processes related to the complaint issue reported. No other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned as it is still implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was fully inserted in the eye and left there, however the haptic is detaching. Additional information was received and was clarified that trailing haptic required manipulation which was observed in surgery after insertion. Haptic was not detached, it kept bending and required manipulation. There was no incision enlargement, no sutures and no vitrectomy required. No further information provided.